Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Explantation of accolade ii stem and metal head secondary to femoral fracture and subsequent revision with restoration modular.